Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, it could not be determined what the foreign material was. Although, olympus confirmed foreign material remained in nozzle. There was no physical damage to the location of the foreign material. The cause of the material remaining in the device could not be determined. According to the methods for procedure in line with the instructions for use below, the suggested event can be detected / prevented. The instruction manual operation manual¿ gif-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.